Event description:
Complainant alleged, that while attempting to treat a patient a clinician was accidentally shocked when delivering therapy to the patient. Complainant stated that, the clinician may have been in physical contact with the patient at the time therapy was delivered. Complainant also alleged that the device did not have audible voice prompts although the text prompts were displayed on the device's el display. Complainant indicated that there was no adverse effect to the patient or to the clinician due the reported malfunction.